Event description:
It was reported to tyco healthcare/kendall on january 10, 2008 that a customer had a problem with our cadence electrode. Customer stated after defibrillating the patient four times, a reddish induced barrier in size of the electrode was determined. Blistering all around dorsal and sternal. First-degree burn. (Shocked 1x200, 3x360). Patient was supplied with "fenistilgel" and an ointment, which contains steroid, as well as partial cooling.

Manufacturer narrative:
An investigation is under way. Upon completion of the investigation, the results will be forwarded.